Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to unstable angina and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 80 % stenosis and was 15mm long with a 2.75mm reference vessel diameter. The lesion was treated with pre-dilatation and placement of a 2.75x20mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient expired. Per death certificate, the primary and immediate cause of death was ¿pulmonary embolism¿. The sequential conditions leading to death of the patient were 'prostate cancer' and 'coronary artery disease'. The patient died at home and the manner of death was natural. It was confirmed that no autopsy was performed.